Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the usb cable was connected to a wall adapter and plugged into a power source, it was smoking and became hot. The pump was plugged into the usb cable when the issue occurred. There was no reported adverse impact to customer's blood glucose level.